Event description:
It was reported a system error. The settings were not able to be restored. There was no patient involvement. Bd technical support assisted the customer in resolving the issue. Per report, unable to confirm or replicate customer stated issue. The device error log showed an error code 133.6080 occurred once. Possibly caused by a long period between events the unit was not plugged in, and the battery charge is low could trigger alarm error 133.6080. Let battery charge for a few minutes and power up. Pm performed, installed and transferred depot sample configurations, device was successfully connected to network connectivity, no errors or alarms occurred. Passed all tests. Replaced cracked handle.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii), the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.